Manufacturer narrative:
H10: per the information obtained from the customer, there was a difference between the reprocessing method described in the instruction manual and the customer's implementation method. Furthermore, it was confirmed that there may have been a delay in starting the pre-cleaning process and that the endoscope was not left soaking in the cleaning solution. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the c-cover and the e315 error could not be identified. However, it's likely the cause of foreign material adhering to the c-cover is related to deviation from the instruction manual in the reprocessing procedure for the foreign material residue area. Also, it¿s likely the cause of the e315 error is related to either the image sensor unit or the circuit board inside the video connector, or both, failing due to water leakage (air leak). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: in the instruction manual, chapter 5, section 9, presoaking the endoscope (if cleaning could not be performed immediately after each procedure), the following preventive measures are described. 5.9 presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. An additional reportable malfunction was identified during estimate inspection: foreign matter attached to the plastic distal end cover. The additional evaluation findings are as follows: angle play was needed, there was insufficient angle, the connector was flooded, the objective lens adhesive was cloudy, the light guide lens adhesive was cloudy, the bending section cover adhesive was chipped, the bending section cover adhesion had a crack, the bending section cover adhesion was cloudy, the switch 1 had a scratch, there was image flare, the image guide pipe had a scratch, the image guide pipe coat was peeling, the objective lens had a scratch, the image guide pipe side had ore-dome scratches, the operation unit side had ore-dome scratches, and the light guide snake tube had scratches. The customer did clean, disinfect, and sterilize the control section/universal cord/connector of the device before sending the device to olympus. There was not a delay in the start of precleaning. The customer wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, or sponges. The customer did clean, disinfect, and sterilize the distal end of the device before sending the device to olympus. It was unknown if there was a delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in the detergent solution. The customer wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, or sponges. No other concerns were reported about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had an incompatible scope error e315 displayed on the monitor and could not be used. The issue was found during preparation for use for a diagnostic colonoscopy procedure that was completed using a similar device without delay. There were no reports of patient harm.